Event description:
It was reported that the patient fell while riding a bike, and experienced bradycardia afterwards. The device was checked, and a lead warning was seen due to high impedance. The lead also exhibited a rise in thresholds and failure to pace. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor fractured, and was noted to have blood/body fluid present (not obstructed). Blood was also found in/on the helix/lobe mechanism. The outer insulation exhibited a cosmetic depression.